Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test. Unit received with same audio tone when switching from volume 5 to volume 1, pump error (variable 3) was present in the pump trace download and pump error (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Device received with cracked reservoir tube lip and cracked case at belt clip rail. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back near the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.